Manufacturer narrative:
Patient weight not available from the site. The manufacturer representative went to the site to test the imaging system. They could not duplicate the reported issue. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system aborted mid scan and then the rear of the image acquisition system (ias) started making a high pitch beep. After the aborted scan the site rotated the gantry 5 degrees and then tried again and the hand switch would not work. The site then rebooted the unit and the hand switch started working again and the case was continued. No impact on patient outcome. There was a delay less than one hour.